Manufacturer narrative:
(B)(4). Device was returned to the manufacturer for evaluation. The lens was received cut in half which is consistent of a lens that was explanted from the patient's eye. Due to the condition of the lens no further evaluation could be performed. The manufacturing record review was performed. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification. During the manufacturing record review of the production order for this serial number, no non- conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided that everything went fine and the patient did well. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Follow-up confirmed explant date is (B)(6) 2015.

Event description:
It was reported that the intraocular lens (iol) will be explanted in an upcoming secondary surgery due to a need for a power adjustment of the lens. Reportedly, the patient's next surgery date is scheduled for (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event: unknown; however, a secondary surgery has been scheduled for (B)(6) 2015. Explant date: if explanted; give date: unknown; however, a secondary surgery has been scheduled for (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.